Event description:
Liter of fluids was spiked. Writer hung the fluids and threaded the infusion set through the pump. Tubing then fell out of where the clear tubing meets the blue connector piece prior to being threaded through the pump on the infusion set. Fluids poured out of the tubing onto the alaris pump. Writer immediately grabbed the tubing and the fluid bag and discarded in the sink. No saline got on the patient. New fluid bag spiked with new infusion set.